Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the customer experienced unrecoverable system error code #23002. With the assistance of an isi technical support engineer (tse), the site exercised the grip on the left master tool manipulator (mtml), however, the error persisted. The surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23002 was associated with the left master tool manipulator. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23002 appears when the da vinci s safety system determines that the position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer) were beyond mechanical limits. Upon determining this condition, the safety systems put davinci in a "recoverable safe state". The mtml was returned to isi for failure analysis investigation. Engineering found system error code #23002 in the system error log, however, during their evaluation of the mtml, they could not duplicate the system error code. A sensor and circuit board were replaced as a precaution for the reported complaint experienced by the customer. As of 02/06/2009, there have been no reported recurrences of the issue at this hospital.